Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not feeling well. The pulse generator was in back-up vvi mode. The device could not be downloaded successfully and was explanted and replaced. The patient's condition post procedure was stable.